Manufacturer narrative:
Findings: unit received with blank display due to moisture damage electronic assembly. Moisture damage motor assembly. Unable to perform functional test due to blank display. Unable to verify low battery or off no power due to blank display. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, reservoir tube cracked, cracked reservoir tube window and cracked lcd window. (B)(4).

Event description:
Customer reported via phone call that insulin pump had off no power. Customer states they did not receive a low battery alert prior to the off no power alert. Customer performed troubleshoot but it did not turn on. Customer¿s blood glucose was 182mg/dl at time of incident. Insulin pump will be return for analysis.